Manufacturer narrative:
UDI is unknown, no product information has been provided to date. One warmer device was received for investigation. During visual inspection the device was observed to have a damaged enclosure and line cord, broken corners on the tank cover and an impact damaged display. The reported issue was confirmed during functional testing when the device leaked from the reservoir. The investigation attributed this condition to damage caused to the device during use. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
It was reported that the warmer unit was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.